Event description:
The surgeon provided add'l info stating the pt's iop on postop day 1 was 31mm hg and the iop on postop day 10 was 36mm hg. The iop could not be controlled below 35mm hg after postop day 10. He describes the pt's prognosis as guarded. The surgeon stated that 75% of the product was aspirated. Product insert recommends removal of product from the anterior chamber by thorough irrigation and/or aspiration at the end of surgery to minize post-operative intraocular pressure increases. The surgeon reported that several other pts have experienced transient rises in iop. There was no indication that intervention was required in these cases.

Event description:
A surgeon reports that a pt developed increased intraocular pressure (iop) following a procedure where the viscoelastic was used. One week following the procedure, the pt's iop remained high and a trabeculectomy was performed. More info is being sought.